Manufacturer narrative:
Additional information was received on 3/7/2019. The serial number initially reported as the concomitant product was in fact the impacted product and product initially reported as the impacted product was in fact the concomitant product. The lot and product codes are the same. Concomitant products: mentor smooth round moderate plus profile 550cc saline prosthesis, catalog # 3502550, serial # (B)(4). The investigation of the returned device has been completed by the failure analysis lab on 3/19/2019. Device evaluation summary: it was reported that a 40-year-old african american underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis and experienced right sided deflation post procedure. Upon receipt by mentor the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 8.5 cm on the posterior aspect and a crease on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint condition were identified. Concomitant medical products: mentor smooth round moderate plus profile 550cc saline prosthesis, catalog #3502550, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis and experienced right sided deflation post procedure. The patient had noted a change in the size of the prosthesis. As a result, an explant is planned for (B)(6) 2019.